Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing diagnosis procedure, which was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that reported issue. Review of system log file confirmed the flex vision pc issues. Upon troubleshooting, fse observed the warning message; dose not recorded. To resolve this issue, fse has configurated the dose measurement by calculation. However, the issue reoccurred, and the philips engineer replaced flexvision pc, hard disk spare part and sib box unit. After which, the system was returned to good working order.

Event description:
It was reported to philips that fluoroscopy was delayed, and the live image was freezing. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.